Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited high pacing thresholds. The lv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.